Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Cause of low bg was due to not having a continuous glucose monitoring session on the pump at the time of the event. Customer consumed carbohydrates to address the bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.